Event description:
This is a report of a patient who experienced a high drain 101 alarm while on the homechoice (hc) at the end of therapy. The high drain alarm is indicative that the patient drained greater than 200% of their maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. During troubleshooting, it was noted that the patient had performed a manual fill prior to initiating therapy. Therapy was then started without the initial drain alarm setting being adjusted to compensate for the manual fill. A swap for the device was initiated and the patient was advised to use continuous ambulatory peritoneal dialysis (capd) until the new device arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. The device was determined to meet functional and electrical performance specification requirements. An external/internal inspection was performed and found no issues. The pneumatic system was tested and found to be working properly. A simulated therapy was completed successfully and the returned device met product specifications. No device failures or malfunctions were identified that could have caused or contributed to the reported iipv event. Upon conclusion of the investigation, the cause of the iipv event was determined to be due to a false empty detect and use error, further specified as the initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.